Event description:
The customer stated that her meter readings were low, and she had noticed a decimal point in her readings. It was verified that the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.